Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, an electrical and a mechanical inspection. The visual analysis demonstrated that the distal part of the lead was pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this atrial lead was exhibiting loss of capture and was found to have dislodged. Therefore, a revision procedure was performed and the lead was repositioned. The following day, no capture was noted again and the lead had dislodged a second time. The lead was repositioned without further incident. The lead dislodged a third time and the physician elected to explant this lead and replace it. No adverse patient effects were reported.